Manufacturer narrative:
(B)(4). Concomitant devices - unknown persona partial femoral component catalog #: ni lot #: ni, unknown persona partial knee tibial component catalog #: ni lot #: ni. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2021-02887. This report was previously submitted erroneously on sep 9, 2021 under manufacturing report number 0001822565-2021-02552.

Event description:
It was reported that the patient underwent a partial knee revision to address instability approximately 2.52 years post operatively. Attempts have been made and no further information has been provided.